Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the fridge door did not closed. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. Additionally, the customer cancelled the work order. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system had fridge door unable to be closed. The user mentioned that there was a delay happened during dispensing a medication thereby customer retrieved medication from another station. There were no adverse events or injuries reported based on this event.